Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-12990 knee scorpion had an issue. Using per technique, after passing the first 0 fiberlink successfully, and attempting to pass the second 0 fiberlink while grasping meniscal tissue prior to deploying the needle the top jaw of the meniscal scorpion broke off in the patient's knee joint. The fragment of the scorpion was retrieved after 30 minutes of unsuccessful attempts to remove it. The case was completed by passing the remaining 0 fiberlink with a quickpass suturelasso. This was discovered during use with no impact to the patient.